Event description:
Arterial line insertion attempted left radial artery by attending resulted in piece of guidewire remaining in pt's arm. Vascular surgeon consulted and retrieved foreign body without incident.